Manufacturer narrative:
Correction: d9 returned to manufacturer should have been 12/07/2022.

Event description:
A peritoneal dialysis patient called fresenius technical support to report a blank screen on the liberty select cycler. The screen was blank during unknown phase/cycle of dialysis, the patient pressed ok. Stop, and touched the screen but screen remained blank. The patient was advised to discontinue use of this cycler and informed that cycler would be replaced due to blank screen. Upon follow up, it was confirmed that the patient was able to complete treatment manually. No patient serious injuries were experienced, and no medical intervention was required. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Event description:
A peritoneal dialysis patient called fresenius technical support to report a blank screen on the liberty select cycler. The screen was blank during unknown phase/cycle of dialysis, the patient pressed ok. Stop, and touched the screen but screen remained blank. The patient was advised to discontinue use of this cycler and informed that cycler would be replaced due to blank screen. Upon follow up, it was confirmed that the patient was able to complete treatment manually. No patient serious injuries were experienced, and no medical intervention was required. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. There was a visual evidence of a clog in hp1 and hp2 filters. The cause of the observed dried fluid could not be determined. Mushroom heads check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.